Event description:
When removing the munipulator, the green end piece dislodged and was separated from the device and was left in the patient's vaginal canal. It was then discovered and removed by the doctor. No harm to patient in this case.